Manufacturer narrative:
An advanced stapler log investigation revealed the following: logs show the sureform 60 stapler instrument was installed on the system 3x and fired 3 reloads (1 blue, followed by 2 white). On installs 1 and 3, the first clamp was successful, and the firings were each completed with 1 pause for compression. On install 2, the first clamp was successful, but was followed by a firing failure. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted single anastomosis duodenoileostomy with sleeve gastrectomy (sadi-s) revision procedure, a staple line was incomplete where a white sureform 60 reload was fired with a sureform 60 stapler instrument. The target tissue was stomach tissue and the staple fire with the white sureform 60 reload was complete with no error messages. However, the staple line opened. As a result, the surgeon had to over-sew the staple line. It was noted there were lots of metal clips from a prior procedure, and a possibility that the surgeon could have stapled over a clip. No buttress material was used. The procedure was completed robotically and the patient recovered well with no postoperative complications. On 26-sep-2024, intuitive surgical, inc. (Isi) received FDA medsun report with uf/importer report (B)(4) stating: "surgeon concern with da vinci stapler 60 white loads (ref# 48360w, lot #k10240215, expiration 02/28/2026). Surgeon stated she had a "concern for staple formation abnormality." Deployed staples were left in place with area over sewn by surgeon. All reloads with affected lot numbers were removed from the shelf and taken out of use for return to vendor."

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined.